Manufacturer narrative:
The suspect device has been received and is currently in the evaluation process. The cleaning, disinfection, and sterilization of the scope was performed by the customer. Possible contamination routes (tap water and other endoscopes with the same batch in the reprocessing process) other than the endoscope was investigated. No germs were detected. The scope was precleaned. The bedside pre-cleaning occurred in the examination room under five (5) minutes post procedure with sekusept aktiv one percent for thirty seconds. The instrument channel was cleaned with the keysurgical brush (ref: (B)(4)) and sekusept aktiv. The cleaning brush for the instrument channel was disposed after a single use. The instrument channel/suction was brushed (suction cylinder to distal end and suction cylinder to scope connector) at least three times or until no debris was observed in the bristles of the brush. The instrument channel opening was cleaned with the keysurgical brush (ref: (B)(4)). The double head brush was completely pulled through at least three times. All channels were flushed with detergent. The biopsy valve, air/water valve, and suction valve were brushed /disinfected/sterilized with a disposable product. The water bottle was reprocessed by aemp. Manual disinfection was not performed. Dsd edge dual basin was used as the automatic endoscope reprocessor (aer) along with endodet detergent and endodis disinfectant. The endoscope and aer were compatible. All channels of the endoscope were connected to aer¿s injection ports and supplied with disinfectant and was used within the expiration date. The aer¿s disinfection process program was used according to the aer manufacturer¿s recommendation. The air/water channel, suction channel, and auxiliary channel were not flushed with alcohol. All removal parts (valves, water resistant cap) were detached from the endoscope. The endoscope was dried prior to storage. The endoscope was stored in the drying cabinet, hung vertically with the distal end not touching the cabinet floor. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, the evis exera ii colonovideoscope still has a bacterial load in the suction channel after it was subjected to a microbiological culture by olympus in (B)(6) 2021 and (B)(6) 2022. The suction channel tested positive for greater than two hundred (200) colony forming units (cfus) of pseudomonas aeruginosa. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. This complaint is related to patient identifier (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.